Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "pain" "hardness, difficulty breathing as well as bilateral exchange from textured to smooth due to concern with the product". Patient reporting adverse events on "allergan textured implants". The patient stated implants are "capsur, collapsure or something like that", the patient further stated "they have hardened, and they are causing me...I have been to several doctors and it is a lot of money to get them out". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported exchange due to patient¿s concerns with the product. The initially reported "capsur" or capsular contracture was reported with an unspecified baker grade. The device was replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event anxiety-product/procedure, capsular contracture and dyspnea was received on (B)(6)2022, with lot number 1706443. Analysis of the returned device identified the weight the device within specification, crease fold, wear abrasion and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported left side "pain" "hardness, difficulty breathing as well as exchange from textured to smooth due to concern with the product." Patient reporting adverse events on "allergan textured implants". The patient stated implants are "capsur, collapsure or something like that", the patient further stated "they have hardened, and they are causing me...I have been to several doctors and it is a lot of money to get them out". Healthcare professional later reported "exchange due to patient¿s concerns with the product." The device has been explanted.